Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No numbers scrolling up or moisture damage on electronic assembly/motor noted. The insulin pump was received with cracked case at display window corner, cracked liquid crystal display window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad and was scrolling without end. The blood glucose reading was 180 mg/dl. The customer stated that she set the insulin pump on the edge of a bathtub and did not submerge the device. She reported that when she got out of the bath, she observed that the keypad did not respond correctly. Advised replacement of the insulin pump. Nothing further reported.